Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) initially displayed normal impedance and threshold measurements. One day later the right and left ventricular impedance measurements were out-of-range, and the thresholds increased. The system was investigated invasively and the rv ring setscrew was found loose. This was tightened and the measurements returned to normal.